Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 customer reported that this event occurred on (B)(6) 2024 at approximately 20:30. Event occurred with hamilton t1 (sn (B)(6) during ventilation while transporting a patient via air craft. The ventilator displayed technical event 232035 for approximately 10 minutes and then the message went away on it's own. No effect on ventilation reported. No harm to patient reported. Logs have been requested from the end user. No logs at this time. I will upload logs and add any details I acquire. No correction has been done. As an immediate correction action technician replaced the check valve assembly and performed the annual pm. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to flat cable ffc8 from filter pressure sensor board (pfilter) not properly connected to the controlboard (j4).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only - field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The root cause of the event was determined to be a ffc (flat flexible cable) from filter pressure sensor board (pfilter) not properly connected to the control board. After replacing the ffc (flat flexible cable) from filter pressure sensor board (pfilter) to the control board, the device was released back into use.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024. Customer reported that this event occurred on (B)(6) 2024 at approximately 20:30. Event occurred with hamilton t1 (sn (B)(6)) during ventilation while transporting a patient via aircraft. The ventilator displayed technical event (B)(6) for approximately 10 minutes and then the message went away on it's own. No effect on ventilation reported. No harm to patient reported. Logs have been requested from the end user. No logs at this time. I will upload logs and add any details I acquire. No correction has been done. As an immediate correction action technician replaced the check valve assembly and performed the annual pm. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to flat cable ffc8 from filter pressure sensor board (pfilter) not properly connected to the controlboard (j4).

Event description:
The following has been reported to hamilton medical ag on feb 13th 2024 customer reported that this event occurred on (B)(6) 2024 at approximately 20:30. Event occurred with hamilton t1 (sn (B)(6)) during ventilation while transporting a patient via air craft. The ventilator displayed technical event 232035 for approximately 10 minutes and then the message went away on it's own. No effect on ventilation reported. No harm to patient reported. Logs have been requested from the end user. No logs at this time. I will upload logs and add any details I acquire. No correction has been done. As an immediate correction action technicaian replaced the ceck valve assembly and performed the annual pm. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to flat cable ffc8 from filter pressure sensor board (pfilter) not properly connected to the controlboard (j4).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.